Event description:
During troubleshooting for an unrelated issue during initial drain on a homechoice (hc) machine, it was reported that the home patient (hp) had disconnected the patient line extension, opened their transfer set, and drained directly out of the transfer set. The technical service representative (tsr) explained that this is an unsterile way to drain. The hp then reconnected to the setup but it is not known if they started therapy again. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, which is shipped with every homechoice device. The guide provides instructions for performing a manual drain on the homechoice (hc) machine. It also explains the process of using manual supplies to drain into a disposable bag. It describes the transfer set as being used specifically to connect to the patient line of a disposable set or an ultrabag/twinbag. The guide instructs the user to use aseptic technique to reduce the chance of infection any time you handle fluid lines. Contaminating any part of the fluid path may result in peritonitis, serious patient injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.